Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium closed male luer with female cap had leakage. The following information was provided by the initial reporter: the customer experienced fluid leaking while using bd ref# 10012241-0500 for compounding. Additional information received from the customer: can you please provide the unknown lot number associated with reported issue? Can you please provide the date of event for unknown lot#? (10)25017387 ¿ (10)24115003 ¿ (10)25045054 we are not sure which lot# was used as they were all three in the bin we pull product from for this item. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? No any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Was there a delay of, or change in, the course of treatment due to the event? No.

Manufacturer narrative:
One unused sample was submitted for quality evaluation. The sample was connected to a bd needless syringe and a sample bd smartsite in order to test for leakage. There was no leakage at the union location between the texium connector and syringe and no leakage between the smartsite connector and texium connector. The customer complaint of leakage could not be verified with the sample received. The failure reported was unable to be replicated, however, a trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model 10012241-0500 lot number 25017387 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.